Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to perform the self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to unresponsive keypad. Unable to download history files using thump due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector and pcba 1. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the keypad flex connector and pcba 1. Unable to confirm prime/fill anomaly due to unresponsive keypad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues during the priming process and a keypad anomaly on the insulin pump. The customer also reported that the keypad was unresponsive and there was no response from any button. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer was advised that the insulin pump would be replaced, instructed to discontinue pump use, revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. The customer would discontinue use of the device. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.